Event description:
The customer observed false negative alinity I hbsag qualitative ii results for one chronic hepatitis patient. The samples had been pulled for studies and there were differences in results for hbsag between platforms. The following data was provided: sid (B)(6) sample from (B)(6)2021 customer conclusion was hbsag weak positive: testing from (B)(6)2021: alinity I hbsag qual ii = 0.72 and 0.85, alinity I hbsag qual confirmatory = positive, alinity I hbsag quantitative = (B)(4). Other method: abia hbsag = (B)(4). Other testing on sid (B)(6): anti hbc = positive, anti hbe = positive anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. New testing on sid (B)(6) not used for patient management (archived sample used for studies). Alinity I hbsag qual next = (B)(4). Sid (B)(6) sample from (B)(6)2023 customer conclusion was hbsag weak positive: testing from (B)(6)2023: alinity I hbsag qual ii = 0.80, alinity I hbsag quantitative = (B)(4). Other methods: abia hbsag = (B)(4). Vidas hbsag = (B)(4). Other testing on sid (B)(6): anti hbc = positive, anti hbe = positive. Anti hbc igm, anti hbs, hbeag, and hbv dna are all negative. New testing on sid (B)(6) not used for patient management (archived sample used for studies). Alinity I hbsag qual next = 8.17(positive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed false negative alinity I hbsag qualitative ii results for one chronic hepatitis patient. The samples had been pulled for studies and there were differences in results for hbsag between platforms. The following data was provided: sid (B)(6) sample from (B)(6) 2021 customer conclusion was hbsag weak positive: testing from (B)(6) 2021: alinity I hbsag qual ii = 0.72 and 0.85, alinity I hbsag qual confirmatory = positive, alinity I hbsag quantitative = 0.05(positive). Other method: abia hbsag = 0.3802(negative). Other testing on sid (B)(6): anti hbc = positive, anti hbe = positive anti hbc igm, anti hbs, hbeag, anti-hav, anti hav igm, anti hcv, hcv ag and hiv ag/ab are all negative. New testing on sid (B)(6) not used for patient management(archived sample used for studies). Alinity I hbsag qual next = 9.96 and 10.68(positive). Sid (B)(6) sample from (B)(6) 2023 customer conclusion was hbsag weak positive: testing from (B)(6) 2023: alinity I hbsag qual ii = 0.80, alinity I hbsag quantitative = 0.02(negative). Other methods: abia hbsag = 0.8919(weak positive) vidas hbsag = 0.07(negative). Other testing on sid (B)(6): anti hbc = positive, anti hbe = positive. Anti hbc igm, anti hbs, hbeag, and hbv dna are all negative. New testing on sid (B)(6) not used for patient management(archived sample used for studies). Alinity I hbsag qual next = 8.17(positive). No impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing for alinity I hbsag qualitative ii reagent, lot unknown. A review of tracking and trending data did not identify any increase in complaints for the product for the issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Testing of a representative ln 8p10 reagent lot met acceptance criteria for the list number indicating the product is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii reagent, lot unknown.